Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The sample was further tested by mikrogen recomblot and with platelia rub igg. The blot was clearly reactive by showing bands for e1 and e2. Platelia rub igg was reactive with 15.5 iu/ml. These results strongly suggest the presence of rubella igg.

Manufacturer narrative:
Sample from the patient drawn on (B)(6) 2014 was submitted for investigation and the negative result was confirmed.

Event description:
The customer received questionable igg antibodies to rubella virus results for one pregnant patient. The initial result was 5.29 (negative). No unit of measure was provided. After the delivery, the fetus presented a fetal distress and the mother was tested for rubella igg in the hospital. The result by enzygnost siemens method was positive. On (B)(6) 2015, the lab retested serum from the same venipuncture as the sample tested on (B)(6) 2014 and the result was 3.60 (negative). On (B)(6) "20154," the same sample was sent to another laboratory and tested by diasorin method. The results were 15.78 ui/l (positive) and 20.1 ui/l (positive) with a positive blot e1. The erroneous result was reported outside the laboratory. It was determined the fetal distress was not linked to the rubella issue. The patient was not adversely affected. The current condition was "good". It was stated the "woman is set as immunized". The reagent lot number was 17852300. The expiration date was requested, but was not provided.